Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (model zct525 +18.0 diopter) was implanted in the patient's right eye on (B)(6) 2018. The procedure was completed successfully and there were no patient complication and/or related injury reported. The intraocular lens (iol) originally placed at 7 degrees, was measured at 25 degrees one week post-op on (B)(6) 2018. Reportedly, no action has been taken and the lens remains implanted in the eye. No iol repositioning is planned. The outcome does not significantly interferes with the patient''s daily activities. No further information was provided.